Event description:
A clinic manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. The clinic manager clarified that the blood leak occurred within 1 minute upon initiation of hd treatment. The blood leak was described as being an internal blood leak that was visually seen in the blue hanson line. Blood tests strips were not used. The machine was a fresenius 2008t machine that did not alarm because blood had not made it to the machine yet. Fresenius bloodlines were being used. There was no damage noted on the dialyzer prior to use. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A dialyzer from the reported lot was returned for evaluation. During gross visual examination, a delamination was observed to be extending from approximately 280° to 110° with the ports at 0° on the non-cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A clinic manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. The clinic manager clarified that the blood leak occurred within 1 minute upon initiation of hd treatment. The blood leak was described as being an internal blood leak that was visually seen in the blue hanson line. Blood tests strips were not used. The machine was a fresenius 2008t machine that did not alarm because blood had not made it to the machine yet. Fresenius bloodlines were being used. There was no damage noted on the dialyzer prior to use. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Event description:
A clinic manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. The clinic manager clarified that the blood leak occurred within 1 minute upon initiation of hd treatment. The blood leak was described as being an internal blood leak that was visually seen in the blue hanson line. Blood tests strips were not used. The machine was a fresenius 2008t machine that did not alarm because blood had not made it to the machine yet. Fresenius bloodlines were being used. There was no damage noted on the dialyzer prior to use. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.